Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (display blank, buzzing sound) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the jtag connector on the computer/analog pca. The pins on the connector were damaged. The root cause for the damaged jtag connector pins could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor display was dark and the monitor was making a buzzing noise.